Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer also reported that the insulin pump received insulin flow blocked alarm. Customer treated for high blood glucose with manual injection. Customer was reporting a past event of insulin flow block alarm. Customer reported that alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.